Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 75% stenosed target lesion was located in the severely calcified, moderately tortuous, 5mm in diameter, distal right coronary artery. A non-bsc 18x4.0mm stent was successfully deployed in the lesion. The 15x5.0mm quantum maverick monorail balloon catheter was advanced to the stent location in order to post dilate the stent. During the first inflation, the balloon was inflated to 18 atms, and the balloon ruptured. The device was able to be removed intact and the procedure completed with a quantum maverick 15x4.5mm balloon without patient complications. The patient condition post procedure was reported to be "good."

Manufacturer narrative:
(B)(6). (B)(4).